Manufacturer narrative:
A ge rep evaluated the system and replaced the monoblock tube assembly and performed a tube calibration. System operates as intended.

Event description:
Customer reported the system stopped working and displayed a generator error during a case. No pt injury was reported.